Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted a "cassette not attached properly" alarm was recorded. Functional testing included use testing. The pump was powered on and exhibited a "cassette not attached properly" alarm after unlatching and latching the handle. Further investigation found fluid ingression on the downstream sensor. The downstream occlusion sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to fluid ingression.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "cassette not attached" alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.